Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope was missing the thixotropic adhesive at the forceps cover and had foreign sticky material present. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it was likely that the malfunction was associated with the missing thixotropic adhesive at the forceps cover and the presence of foreign sticky material; however, a definitive cause could not be established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.